Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that upon opening of the device, it was discovered that the end of the stem had punctured the sterile packaging. As a result, the surgeon was forced to implant a larger stem than originally planned.